Event description:
Seems that one of the screws was loose or broke and the pt continued to have normal mastication to the point where the distal screw broke. Located in the lower right area. The bridge was broken but still loaded on the implant.